Event description:
It was reported that, while the customer was playing football, the pump touch screen became cracked and unresponsive. Customer¿s blood glucose was 109 mg/dl. Reportedly, customer reverted to insulin injections for insulin therapy.